Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that at start up the device displayed the message "oxygen not available". There was no patient involvement.

Manufacturer narrative:
Resolution and disposition: the device was sent to the manufacturer's bench for evaluation and repair. The bench technician replaced the data acquisition board, and the oxygen and dust filters. The device successfully passed performance specification testing. The data acquisition board was returned to the manufacturer for failure investigation. The board was tested and no failures were identified.